Manufacturer narrative:
Narrative field: new, updated, and corrected information is referenced within the update statements in describe event or problem. No further follow-up is planned. Evaluation summary: a female patient reported that in (B)(6) 2021 her humapen ergo ii device was "difficult to be pressed down, difficult to inject." The patient experienced increased blood glucose in 2014, 2015, 2016, 2017, and 2018. The device was not returned to the manufacturer for investigation (batch number unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This solicited case reported by a consumer via a patient support program (psp), concerned a (B)(6) asian female patient of (B)(6) nationality. Medical history was not reported. Concomitant medication included metformin for type ii diabetes mellitus. The patient received insulin lispro (rdna origin) (humalog , unspecified type) unknown formulation via a reusable pen (humapen ergo ii, blue), 22 units twice a day, subcutaneously for the treatment of type ii diabetes mellitus beginning approximately on an unknown date in 2013 (or 2014, conflicting information received). On an unknown dates in 2014, 2015, 2016, 2017 and 2018, she had the hospitalization because of high blood glucose(no unit, value or reference range was provided). No further information regarding hospitalization was received. On an unknown date in (B)(6) 2021, her belly had one lump at the injection site. In addition, on an unknown date in (B)(6) 2021, her humapen ergo ii was unable to inject into the body and not good to be used ((B)(4), lot number: unknown). On (B)(6) 2021, she had the situation of high blood glucose in the morning (no unit, value or reference range was provided). She was recovered from the event of injection site lump and outcome for the remaining events and information regarding the corrective treatments were unknown. Insulin lispro therapy was continued. Patient was the operator of humapen ergo ii and her training status was not provided. The general humapen ergo ii model duration of use and suspect humapen ergo ii duration of use was unknown. Suspect humapen ergo ii was discontinued and not returned to the manufacturer. The reporting consumer did not provide relatedness between the events and insulin lispro therapy or humapen ergo ii. Update 13aug2021: additional information received on 12aug2021 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device information and device return status to not returned to manufacturer for (B)(4) associated with unknown lot of humapen ergo ii device. Corresponding fields and narrative updated accordingly.